Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9620-10d, batch 031925 drill was received for investigation. Visual inspection identified grooves worn into the drill flutes, as well as chipping at the distal tip of the drill. No remnants of the drive shaft could be observed within the drill inner diameter. Visual inspection of the distal end of the drive shaft on line 1 confirmed the breakage detailed in the event description. The condition of the device is consistent with excessive force being applied to the assembly during use with power.

Event description:
It was reported that during a reverse total shoulder, the surgeon used the quick connect drive shaft (ar-9617) while on power with the 10mm drill tap (ar-9620-10d). The tip of the quick connect drive shaft broke off into the 10mm drill tap, rendering both useless.